Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 9 percent remaining 6 months ago, to a status of 2 percent remaining. Additionally, the patient reported that their remote home monitoring equipment displayed a red call doctor icon indicating a potential alert related to this s-ICD. It was not determined if an alert condition was present. The device battery was suspected to be depleting prematurely. Technical services (ts) requested a copy of device data for analysis; however, it was noted that the physician may opt to replace the device without data analysis. No adverse patient effects were reported. This device remains in service. Additional information was requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was later received that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The device was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 9 percent remaining 6 months ago, to a status of 2 percent remaining. Additionally, the patient reported that their remote home monitoring equipment displayed a red call doctor icon indicating a potential alert related to this s-ICD. It was not determined if an alert condition was present. The device battery was suspected to be depleting prematurely. Technical services (ts) requested a copy of device data for analysis; however, it was noted that the physician may opt to replace the device without data analysis. No adverse patient effects were reported. This device remains in service. Additional information was requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.